Manufacturer narrative:
(B)(4). No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Event description:
A medtronic representative reported that, while in a spine procedure, the site navigation system became unresponsive two times. The first instance, the screen flickered for approximately 2 minutes and then became unresponsive. A hard re-boot restored proper function and navigation resumed with accuracy. The second instance, the screen was unresponsive approximately 15 minutes later. After a hard re-boot, everything loaded fine and there were no further issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.